Manufacturer narrative:
Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
It was reported that the tego¿ connector experienced no flow. This is report 1 of 6 events. The initial reporter stated: the tego connector was obstructed resulting in high pressures on the dialyses machine, not possible to draw blood anymore. There was patient involvement and no patient harm noted. They did not receive any report from the hospital that patients were negatively affected or suffered blood loss etc.

Manufacturer narrative:
Received eight (8) used. List d1000, tego¿ connector, appx 0.05 ml; lot# 13858987 were returned for evaluation. As received, the following conditions were observed: 5 samples have no significant seal damage but do have signs of a blood clot inside the fluid path, once the samples were flushed no occlusion was observed. 3 samples have a torn / damage seal, and a seal collapsed. No mating device was returned for evaluation. Complaints of partially obstructed tego connectors can be confirmed. For the three (3) samples that have the torn/ damaged silicone seal, the probable cause of the top silicone seal tearing is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.